Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found broken.

Event description:
It was reported that the cannula was stuck inside the customer's body. Customer stated that they took the sensor off and found that the probe had fractured and was in their body. It was also reported that multiple attempts were made to remove the cannula at the hospital, however, were unsuccessful. Customer's last blood glucose reading was 7.2 mmol/l. No further information reported.